Manufacturer narrative:
H4: the lot was manufactured from november 25, 2019 - november 26, 2019. G4: correction to the previously submitted g4. The correct baxter aware date is 06/29/2020, previously submitted as 06/17/2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was analyzed, and it was noted that the photograph showed residual drug fluid inside the device bladder. For reported underinfusion problem, a functional flow test is required, but this was not possible due to the lack of the physical sample. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event date is (B)(6) 2020, however this is a future date (not further clarified). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device did not fully infuse and had approximately 30 - 40% solution remaining. The device had been filled with 18000mg piperacillin/tazobactam in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.